Event description:
The customer reported that results for a single patient sample processed on a vitros 5,1 fs chemistry system were associated with the incorrect name and patient demographics. No erroneous results were reported. There were no allegations of harm as a result of this event. The report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros 5,1 malfunctioned. The investigation determined that a technician manually edited sample programming, which resulted in the mismatched sample ID and patient demographics. The root cause is user error when manually programming the samples.